Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated, the insulin pump's display was cracked. The customer stated, they were unable to read the display as a result of the scratches. Customer's blood glucose was 105 mg/dl. The customer reported dropping the insulin pump, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.